Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
An experimental setup to simulate a donor during feasibility and verification activities in the blood laboratory at lakewood tbct was conducted. During the run, occlusions that have caused pressure and hemolysis were noted. Upon investigation, the sampling coupler was found to be either partially or fully occluded. The lab tech uses both human and bovine blood. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set.

Manufacturer narrative:
This report is being filed to provide additional information. A follow up report will be provided.

Manufacturer narrative:
Investigation: we received the sets on december 8, 2020, and performed the following investigation. We observed that the tip of the sampling site coupler had been cut off and covered with the tubing. The tubing was already connected to the tip with solvent. The additional information revealed that the solvent used was cyclohexanone. We confirmed in all returned samples that the inner fluid path of each sampling site coupler had a blocked point. We took a sample from the blocked point for ft-ir analysis. It was identified that the blocked point was similar to abs, that is, the material of the sampling site coupler. The ft-ir analysis also detected the peak of cyclohexanone. If such a blocked point were formed due to molding, a peak of cyclohexanone would not be detected. We used our retained sample of the sampling site coupler for reproduction test. Solvent (cyclohexanone) was applied to the tubing and inserted into the tip of the sampling site coupler for connection. We observed the location of connection and confirmed that the solvent had flowed into the inner cavity of the sampling site coupler and had formed a blocked point. From the investigation results, we infer that the solvent and some materials (e.g. The material used for the sampling site coupler and the tubing) flowed into the inner cavity of the sampling site coupler and formed the blocked point when the tip of the sampling site coupler was connected to the tubing with the solvent. As explained molding in the initial answer card, a mold pin pass through the inside of the sampling site coupler; therefore, the tip of the sampling site coupler does not occlude. In case that the mold pin breaks during molding, resin flows into the inside of the sampling site coupler entirely and causes occlusion. We confirmed that such a broken mold pin was detected on the next shot and the machine/equipment would stop in case that the mold pin broke. Root cause: from the investigation results above, we infer that the occlusion in question occurred as the solvent flowed into the inner cavity of the sampling site coupler and formed the blocked point when the tip of the sampling site coupler was connected to the tubing with the solvent. The sampling site coupler is the device that intends to inject or discharge drug solution inside the bag by connecting with the outlet port of a blood bag or a transfer bag.